Manufacturer narrative:
Investigation summary: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the event description for more information regarding the specific circumstances of this event. Device technical analysis: this device remains implanted. As such, physical analysis has not been conducted in our laboratory. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process-related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a message indicative of possible early battery depletion. It was noted that a magnet had been applied to the device and technical services (ts) review of the device data confirmed that the message occurred due to extended magnet application. The s-ICD was operating as expected and remains in service. No adverse patient effects were reported.